Event description:
It was reported the patient experienced a confirmed pump motor stall due to the patient having an MRI. No recovery was noted. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.